Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All information was investigated, and the reported difficult clip delivery system (cds) advancement was confirmed via returned device analysis. The reported premature activation, and material separation-device component during use could not be replicated in a testing environment due to returned condition of the device (clip not returned); however, as the clip was not returned with the device, the premature activation was also confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. The investigation determined that the reported difficult cds advancement resulting in the premature activation was due to the observed torn silicone of the steerable guide catheter (sgc) hemostasis valve, and thus related to user technique/procedural circumstances. A detached suture knot was observed and potentially influenced the reported clip completely separating from the device (material separation), and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the premature deployment of clip and separation resulting in the clip remaining in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) met resistance during advancement in the steerable guide catheter (sgc). The cds was advanced and an attempt was made to open the clip when it detached from the delivery catheter (dc) but still remained on the gripper lines. The cds was pulled back however the clip totally detached and remains in the iliac vein. One clip was able to be implanted, reducing mr to <1. No additional information was provided.